Event description:
Additional information was received that during the implant of the valve, the valve dislodged on deployment and was deep in the ventricle resulting in moderate paravalvular leak (pvl). Subsequently, a post-implant balloon dilatation was performed and the pvl was reduced to mild. Two days following implant, it was observed that the valve had migrated further into the ventricle. The valve was explanted and a surgical aortic valve was implanted. Per the physician, the patient's calcified anatomy contributed to the event.

Manufacturer narrative:
Updated data: b1. B2. B5. D6b. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, complete heart block (chb) was observed. Subsequently, a permanent pacemaker was implanted. Per the physician, the implant procedure, valve, and patient's calcified anatomy contributed to the chb.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve migration, the paravalvular leak (pvl) was moderate and the patient became symptomatic so the physician elected to explant the valve.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 additional codes image review: a pre implant patient executive summary was not available, limiting the ability to perform a comprehensive pre procedural anatomical assessment. A complete set of fluoroscopic intraprocedural images from the index procedure was available for review of the reported event. Fluoroscopic valve load inspection demonstrated an acceptable valve load. There was no fluoroscopic evidence to indicate that a pre implant balloon aortic valvuloplasty was performed. The valve was advanced and deployed to a position just prior to the point of no recapture, at which time depth assessment was performed. The implantation views used during the deployment attempts were not consistent; therefore, precise alignment and depth assessment across attempts is limited. Following the first deployment attempt, valve depth was estimated at approximately 0 millimeter (mm) at the non coronary cusp (ncc). Imaging suggested a second deployment attempt with an estimated depth of approximately 3 mm at the ncc. A subsequent image demonstrated either ventricular movement of the valve or a further deployment attempt resulting in a deep position. The next image showed the valve at a shallower position, though still considered deep, suggesting another deployment attempt. Immediately prior to final release, the valve position appeared to oscillate between approximately 1¿3 mm at the ncc and approximately 7¿8 mm at the left coronary cusp (lcc), as assessed in a left anterior oblique (lao) view. During this period, the transcatheter valve was observed to move in both the aortic and ventricular directions in association with ventricular contractions. Note, the recommended target depth of 3 mm relative to the valve annul us. If the implant depth is =1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. As stated in the instructions for use (IFU): the bio prosthesis is recapturable during deployment before the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment. Deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Following final release, the valve was observed to migrate ventricularly, with at least moderate aortic r egurgitation/paravalvular leak noted. A post implant balloon dilation was subsequently performed, resulting in slight improvement of the leak. No additional interventions were performed thereafter. Conduction system disturbances (for example, atrioventricular node block, left-bundle branch block, asystole), which may require a permanent pacemaker are listed as potential risks associated with the implantation of the evolut fx+ bioprosthesis. On transesophageal echo interprocedurally, prior to full release, the evolut appeared to be at an optimal implant depth. Visually, there appears to be trace posterior and mild anterior pvl. After full release, the evolut appears to have moved more ventricular. There appears to be mild to moderate anterior and posterior pvl. On transthoracic echo post tavr, the evolut is fully deployed and noted to be implanted deep. Possible wire seen in left ventricle. Aortic pressure half time was 166 ms, consistent with severe pvl. Visually, posterior pvl appears moderate to severe in 5 and 2 chamber views, mild to moderate in parasternal short axis view, and not seen in parasternal long axis view. 2-day post implant echo was not provided for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, complete heart block (chb) was observed. Subsequently, a permanent pacemaker was implanted. Per the physician, the implant procedure, valve, and patient's calcified anatomy contributed to the chb. Additional information was received that during the implant of the valve, the valve dislodged on deployment and was deep in the ventricle resulting in moderate paravalvular leak (pvl). Subsequently, a post-implant balloon dilatation was performed and the pvl was reduced to mild. Two days following implant, it was observed that the valve had migrated further into the ventricle. The valve was explanted and a surgical aortic valve was implanted. Per the physician, the patient's calcified anatomy contributed to the event. Additional information was received that the deployment starting point was in the middle of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2mm and the implant depth on the left coronary cusp (lcc) was -4mm. After valve dislodgement, the implant depth on the ncc was 8mm and the implant depth on the lcc was -10mm. Additionally, a medtronic guidewire was used during the procedure. Additionally, the post-procedural migration was confirmed on echocardiogram and paravalvular leak (pvl) occurred in result. Additional information was received that per the physician, the medtronic guidewire did not cause or contribute to the dislodge. Additional information was received that following the valve migration, the paravalvular leak (pvl) was moderate and the patient became symptomatic so the physician elected to explant the valve. Additional information was received that the symptoms the patient was experiencing was an increased gradient. Additional information was received to clarify that the patient did not experience an increased gradient, but increased pvl instead.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was in the middle of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2mm and the implant depth on the left coronary cusp (lcc) was -4mm. After valve dislodgement, the implant depth on the ncc was 8mm and the implant depth on the lcc was -10mm. Additionally, a medtronic guidewire was used during the procedure. Additionally, the post-procedural migration was confirmed on echocardiogram and paravalvular leak (pvl) occurred in result.

Manufacturer narrative:
Updated data: b5. Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, complete heart block (chb) was observed. Subsequently, a permanent pacemaker was implanted. Per the physician, the implant procedure, valve, and patient's calcified anatomy contributed to the chb. Additional information was received that during the implant of the valve, the valve dislodged on deployment and was deep in the ventricle resulting in moderate paravalvular leak (pvl). Subsequently, a post-implant balloon dilatation was performed and the pvl was reduced to mild. Two days following implant, it was observed that the valve had migrated further into the ventricle. The valve was explanted and a surgical aortic valve was implanted. Per the physician, the patient's calcified anatomy contributed to the event. Additional information was received that the deployment starting point was in the middle of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2mm and the implant depth on the left coronary cusp (lcc) was -4mm. After valve dislodgement, the implant depth on the ncc was 8mm and the implant depth on the lcc was -10mm. Additionally, a medtronic guidewire was used during the procedure. Additionally, the post-procedural migration was confirmed on echocardiogram and paravalvular leak (pvl) occurred in result. Additional information was received that per the physician, the medtronic guidewire did not cause or contribute to the dislodge.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, complete heart block (chb) was observed. Subsequently, a permanent pacemaker was implanted. Per the physician, the implant procedure, valve, and patient's calcified anatomy contributed to the chb. Additional information was received that during the implant of the valve, the valve dislodged on deployment and was deep in the ventricle resulting in moderate paravalvular leak (pvl). Subsequently, a post-implant balloon dilatation was performed and the pvl was reduced to mild. Two days following implant, it was observed that the valve had migrated further into the ventricle. The valve was explanted and a surgical aortic valve was implanted. Per the physician, the patient's calcified anatomy contributed to the event. Additional information was received that the deployment starting point was in the middle of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2mm and the implant depth on the left coronary cusp (lcc) was -4mm. After valve dislodgement, the implant depth on the ncc was 8mm and the implant depth on the lcc was -10mm. Additionally, a medtronic guidewire was used during the procedure. Additionally, the post-procedural migration was confirmed on echocardiogram and paravalvular leak (pvl) occurred in result. Additional information was received that per the physician, the medtronic guidewire did not cause or contribute to the dislodge. Additional information was received that following the valve migration, the paravalvular leak (pvl) was moderate and the patient became symptomatic so the physician elected to explant the valve. Additional information was received that the symptoms the patient as experiencing was an increased gradient.